Manufacturer narrative:
(B)(4). The service engineer (se)inspected the device and found the internal battery to be faulty. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during service the e360 ventilator is not getting on at battery. There was no patient involvement.